Manufacturer narrative:
The complaint is verified and the root cause was determined to be an electronic component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. A premature failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a coblator ii controller, the device began to alarm and give errors duing use. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.